Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, removed cartridge, inspected o-ring and pneumatic tap area, cleaned pump, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed with no further issues reported.